Event description:
During a cystocele repair and urethral sling procedure using mesh (perigee and monarc kits), a 2 mm x 20mm cylindrical plastic fastener failed at the attachment point of the hooked placement device and was lost in the obturator internus muscle. Surgeon extended the incisions and searched for the fastener, but it could not be found. The american medical systems representative was contacted intraoperatively and stated the plastic is biocompatible (after checking with ams headquarters). It should not pose any significant risk. The surgeon proceeded with the planned procedure. Patient had a satisfactory post-op course and was discharged home.